Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with different model. No additional adverse patient effects were reported. Additional information received indicates that lead was surgically abandoned due to thresholds were elevating. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description, h6 device code and e1: initial reporter email. This supplemental report was created to capture additional information.